Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during segmental resection of the lung (wedge resection). The surgeon clamped pulmonary parenchyma and fired the device however, could not staple the proximal end of the line. The surgeon used neoveil sheet and fibrin glue to reinforce unstapled tissue and the procedure was completed. There was no patient injury.